Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. DHR review was done, no issues related to the original complaint were found.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables malfunctioned. During the pre-use check, circulation water leaked from the warming tube. So the customer did not use the product. No patient injury.